Manufacturer narrative:
Concomitant products : 6935m-55 lead, implanted: (B)(6) 2017, dtba1d4 crtd implanted: (B)(6) 2017, 5076-45 lead implanted: (B)(6) 2017.

Event description:
It was reported that one day after the implant procedure, the left ventricular lead threshold and pacing impedance increased and were high. The lead was inactivated and another lead was used. No patient complications have been reported as a result of this event.